Event description:
Report rec'd from the USA stating that the device will not secure the cutter. Device was not used in surgery. It is unk if injury or medical intervention occurred. There was no add'l info provided.

Manufacturer narrative:
The device has been rec'd by depuy synthes power tools. The device was evaluated, and the complaint was confirmed. The cutter cannot be inserted into the 11.0 cm long attachment. The bearings in the long attachment are worn / damaged and will not allow cutter insertion. This indicative of cleaning issues and normal wear. The long attachment was last in for service(B)(4) of 2009. (B)(4).